Event description:
Customer reported the monitor image is rolling. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and tightened a loose connection. System operates as intended. This MDR is related to ge healthcare complaint number.